Event description:
On (B)(6) 2014, a customer reported an unexpected (B)(6) result when testing a blood sample on a galileo echo. Event happened in ((B)(6)).

Manufacturer narrative:
Immucor field service engineer visited customer site on (B)(6) 2014 and determined that the instrument had pinched tubing between the fluidics and main modules, as well as the peristaltic tubing was completely disformed, all of which contributed to unexpected outcomes.